Event description:
The user facility reported that the doctor experienced a malfunction with the involved navicross catheter, where the radio-opaque marker slipped off while in the patient. The marker, which resembles a ring, remains in the patient. The type of procedure performed was an ir process. There was no reported blood loss. Medical/surgical intervention was not required. Additional information was received on 14 nov 2024: the sample is contaminated by blood/body fluid but is not contaminated by infectious agents or anti-cancer agents.